Manufacturer narrative:
Device analysis report attached. This report is submitted on (B)(6) 2024.

Manufacturer narrative:
It was also reported that the patient experienced an infection. This report is submitted on january 24, 2024.

Manufacturer narrative:
Per the clinic, the patient underwent an antibiotic flush of the infected site (specific date not reported). This report is submitted on february 23, 2024.

Manufacturer narrative:
This report is submitted on january 12, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an infection (site of infection not confirmed). There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.